Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure and unknown mesh was implanted on an unknown date. It was reported that the patient experienced bleeding. No additional information was provided.

Manufacturer narrative:
It was reported that medwatch is a duplicate of medwatch 2210968-2016-00625. This medwatch 2210968-2019-78323 is being voided. All information regarding this event will be contained in medwatch 2210968-2016-00625.